Event description:
Consumer states son was brushing his teeth and then started crying and started to choke on the toothbrush bristles. One entire tuft of bristles had popped out and ended up in the child's mouth. Customer pulled out some of the bristles from the mouth but a good majority were swallowed. Customer provided child some bread to help dislodge any bristles that remained in the child's throat. This happened on monday (B)(6) at about 8pm. First time this has been experienced. No medical attention.